Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device evaluated by manufacturer: a visual examination identified the hub detached. However, the returned device does not match with upn & lot batch provided by the customer. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that post a collapsed lung drainage procedure the drainage catheter hub detached. The drainage catheter was placed inside the patient to drain a collapsed lung. Two days later, while the patient is still in hospital on the ward, it was noticed that the product was broken. The flexima blue catheter had come away from the white hub. There were no reported patient complications and the patient status was fine.

Event description:
It was reported that post a collapsed lung drainage procedure, the drainage catheter hub detached. The drainage catheter was placed inside the patient to drain a collapsed lung. Two days later, while the patient is still in hospital on the ward, it was noticed that the product was broken. The flexima blue catheter had come away from the white hub. There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
(B)(4).